Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was not performed. Manual sound test was not performed. An internal visual inspection was not performed. The speaker resistance was not measured. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.